Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no reservoir alarm from the insulin pump. The customer's blood glucose reading was 158 mg/dl. The customer stated that he had occasions where the bolus would continue past whatever units were left without issue. The customer stated that he had given a 4 unit bolus with 2-3 units in the reservoir with no issue. The customer stated that he already changed the set. The customer was advised to monitor and call if other issues persist.